Event description:
Caller states he tested 5.2 inr and 3.8 inr on the coaguchek xs system. Caller states that he did not take his coumadin because of the high results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.